Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer. There is no allegation of visualization of particles or serious or permanent harm or injury. No medical intervention was required or specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.